Manufacturer narrative:
Device product code: mqn. The precautions in the package insert state "drive shaft extensions and connections flexible shafts may break or be weakened as a result of excessive force." The user facility is foreign; therefore a facility medwatch report will not be available. Based on the information available the part broke due to rough movement by the patient post operative. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent.

Event description:
It was reported the distraction system was implanted (B)(6) 2017. The surgeon stated due to "rough movement of the patient during the immediate postsurgical period the flexible part that guides the movement of the distraction plates broke." On an unknown date, the surgeon was able to re-attach the flex tube successfully and on (B)(6) 2017 it was reported both distractors are functioning.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product identity could not be confirmed due to the part not being returned. No product will be returned as the parts remain implanted. The distributor provided two pictures. A review of the pictures shows the patient with a flex tube shaft extension protruding through the skin on the left side of the lower mandible. The flex tube is out of it's mating assembly however does not appear damaged. The pictures show the flex tube shaft extension protruding through the skin exhibiting the broken device and there was a revision to correct this device; therefore, the complaint is considered confirmed. The device history records (DHR) were reviewed and no non-conformance was found. There are no indications of manufacturing defects. Review of the complaint history determined that no further action is required as no were trends identified. The surgeon states in his email that this was cause by a sudden movement of the patient during the immediate postoperative period. Investigation results concluded that the reported event was due to the patient's activity, which most likely caused the device to break. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated based on the complaint investigation: report date updated to dec 5, 2017. Date received by MFR updated to nov 10, 2017 to reflect the date the complaint investigation was completed. Type of reports updated to follow-up with follow up #1. If follow-up, what type? To reflect additional information and device evaluation. Additional narratives/ data updated to reflect product evaluation.